Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) has no battery backup in machine. There was no harm reported.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check by customer, the cs300 intra-aortic balloon pump (iabp) has no battery backup in machine, it was not turning on in battery backup. There was no patient involvement.

Manufacturer narrative:
Corrected fields- e1(event site telephone number). Updated fields- b4, d8, d9, g3, g6, h2, h3, h6 codes(investigation types, conclusion, findings, components), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse observed as per complaint no battery backup in machine, check machine found battery issue need to replace batteries. Part not received reported issue not fixed. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).